Manufacturer narrative:
Novocure's medical opinion is that the contribution of device use to the skin laceration and fall cannot be ruled out. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Fall is an expected event with optune gio device use (ef-11 4% and 8% ef-14 optune arm).

Event description:
A 68-year-old female with newly diagnosed glioblastoma (gbm), started optune gio on (B)(6) 2026. On may 26, 2026, novocure received a medical record dated on (B)(6) 2026, indicating that the patient experienced a fall after becoming entangled in the optune gio device cables, resulting in a scalp laceration that required five sutures. Additionally, at the time of the event, the patient was noted to have generalized weakness, impaired balance, and an unsteady gait, which were suspected to be secondary to chemotherapy. Multiple attempts were made to contact the prescribing physician; however, no reply was received.